Manufacturer narrative:
Unit had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the displacement test due to blank display. Unit had cracked case at corner of the belt clip rail, cracked battery tube threads, minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and with the customer applying adhesive to the retainer.

Event description:
Customer reported via phone call that insulin pump was broke. The customer¿s blood glucose was 112 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was exposed to a moisture on shorts and crack at the back of the pump starting at the of the clip down to the bottom part of the battery side. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.